Event description:
Boston scientific received information that the patient's atrial pacing lead dislodged and was not sensing due to the patient being a twiddler. The lead was explanted and a new lead was implanted without any complication or adverse event. The patient was provided antibiotics. No additional adverse patient effects were reported. The product was not available for returned post-explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.